Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5162869, model/ catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high lead impedances. X-ray was taken and revealed migration of the leads. It was also reported that the patient had a fall that resulted to lead fracture.